Event description:
It was reported that prior to a breast biopsy procedure, the tissue tray was allegedly contaminated. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:one encor biopsy probe has returned for evaluation. On the visual evaluation of the probe, the aperture closed fully. The saline cap was returned. The protective tubing was removed from the needle with resistance. The probe appeared to have residue in the sample tissue chamber, in the sample tissue tray, and on the trocar tip of the needle. No other anomalies were noted. On the microscopic observation, foreign material was noted to the tip of the aperture and inside of the sample tray. Scathing was noted to the inside of the protective tubing. Functional evaluation was not performed due to the nature of the complaint. Therefore, the investigation is confirmed for foreign material as it was found at the tip of the needle and inside of the sample tray.a definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (09/2021).

Event description:
It was reported that prior to a breast biopsy procedure, the tissue tray was allegedly contaminated. There was no patient contact.